Manufacturer narrative:
The reported, events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil. Consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that a dislodgement and a failure to extend on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient condition was unknown.

Manufacturer narrative:
Correction: missing d9 selection for yes.